Event description:
A report was received that the pt's implantable pulse generator was explanted. The pt felt that the implantable pulse generator was uncomfortable at the beltline.

Manufacturer narrative:
The explanted device was discarded by the medical facility and will not be returned for evaluation. This is the final report.